Event description:
An orsiro drug-eluting stent was selected to treat a severely calcified lesion (90 percent stenosis degree) in the rca. After pre-dilatation the orsiro was inserted into the patients body but resistance was felt. In order to perform another predilatation it was attempted to remove the orsiro stent but it dislodged from the balloon. Thus it was adapted to the vessel wall by using another balloon.

Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. Taking into account the physicians description of the intervention and target lesion, the root cause is most likely related to the patients anatomy.